Event description:
Additional information was provided that the patient was seen again and no high impedance was seen and everything was fine. Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generator compared to those reported by model 103-106 generator. As indicated in the physician¿s manual, high lead impedance (>/=5300 ohms), in the absence of other device-related complications, is not an indication of a lead or generator malfunction. Existing recommendations, as described in the physician¿s manual, should still be followed. Additional investigation is underway. Device history record was reviewed for the generator. The generator passed all specifications prior to distribution into the field.

Event description:
The patient's lead was replaced. The patient was noted to have high impedance so was scheduled for surgery. The surgeon attempted reconnecting the pin and used test resistor pin. The surgeon believed the lead was the issue, so the lead revision was performed and original generator was kept. The explanted lead was discarded and is not available fro analysis.

Event description:
It was reported that a patient has high impedance. They had x-rays performed and nothing was visually wrong with the lead. Design history records for the lead was reviewed. The record shows that the device passed all specification prior to distribution into the field. No additional or relevant information has been received to date.